Event description:
It was reported by the patient that their pdm (personal diabetes manager) was hot to the touch, the battery was swelling and was not holding charge. After further review it was noticed that it was a little melted where it would get hot and there was some discoloration. The pdm was never dropped, and the battery was never removed. The outlet did not look unusual when charging the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the pdm (personal diabetes manager) was melted and had discoloration on the part that felt hot. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.